Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned for evaluation. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Note: this report pertains to the second of two wire devices used during the procedure. Medwatch report 2126666-2018-00001 captures the first device. The wires/balloons were not able to be advanced/withdrawn in the body and both were required to be withdrawn without inflation. No harm was done to the patient . No information about the patient was given. The procedure was completed with another wire and catheter.